Event description:
The customer reported that the left monitor went blank when attempting to swap the image to the right monitor, and the image would not appear in the right monitor either. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.